Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the customer: "tpn was paused and disconnected for patient bath. Tubing was hung on IV pole high hooks to keep clean and off floor. After bath, patient was about to be re-connected when it was noticed that IV tubing now had a massive amount of at least 6 inches of air in it. Because of the pressure gradient change from the position change of the tubing, there was at least 6 inches of air beginning at the distal end of the IV tubing where it would connect to the patient's needle-less connector luer-lock hub and extending up the tubing in the direction of IV pump. Had this reached the patient, air would have infused right into central line. Tubing was noticed before it was reattached to patient. This is not the first instance of nor first patient of this happening to with a tubing position change air ends up flowing in the distal end of the tubing prior to being connected to a patient." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. No sample or lot was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.